Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a sterling catheter. The balloon was loosely folded. There was contrast in the inflation lumen. There was a pinhole in the balloon. There was a hypotube kink 27.5cm from the tip. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery (cia). An 8.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.